Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('outside coil from the essure device remained partially stuck in the cornua'), device breakage ('remaining portion of the essure'), device dislocation ('device dislocation') and abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 686079) inserted for female sterilisation. The patient's medical history included endometriosis, hydrosalpinx, endometrial ablation and pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative hysteroscopy, dilation and curettage, bilateral salpingectomy and essure removal, bilateral salpingectomy and essure removal and dilation and curettage,,endometrial ablation with novasure). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, device dislocation and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding, device breakage, device dislocation and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, embedded device, device dislocation ,abnormal uterine bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('outside coil from the essure device remained partially stuck in the cornua'), device breakage ('remaining portion of the essure'), device dislocation ('device dislocation') and abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 686079) inserted for female sterilisation. The patient's medical history included endometriosis, hydrosalpinx, endometrial ablation and pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative hysteroscopy, dilation and curettage, bilateral salpingectomy and essure removal, bilateral salpingectomy and essure removal and dilation and curettage,,endometrial ablation with novasure). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, device dislocation and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding, device breakage, device dislocation and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, embedded device, device dislocation ,abnormal uterine bleeding. Lot number: 686079; manufacturing date: 2009-12; expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.